Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the analog board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient in cardiac arrest, the device prompted a "unit failed" message on the 2nd shock to the patient. Complainant indicated that the patient subsequently expired.